Event description:
It was reported by the affiliate that the device was used during a lobectomy. It was reported that the staples malformed. The surgeon put overstitches to close the tissue. The case was completed using a same like device. There was no consequence to the pt.